Event description:
It was later reported that about two months before the lead was capped and replaced, a lead revision was attempted, but it was unsuccessful due to stenosis. The patient was a participant in the product surveillance registry study.

Event description:
It was later reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1782tc lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular lead had high threshold. The lead was reprogrammed and remains in use. It was also reported that the device had unexpected longevity, which may have been due to the high threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was also a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). The patient was also noted to have phrenic nerve stimulation which was resolved with the reprogramming.